Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that ten days post implant of this annuloplasty device, the patient was noted with respiratory failure and severe coagulopathy. Eighteen days post-implant the patient died of multi system failure, renal failure, respiratory failure, and severe coagulopathy. The secondary cause of the death was chronic obstructive pulmonary disease (copd). It was reported that after implant of this annuloplasty product (with additional aortic and mitral valve replacement and coronary artery bypass graft [CABG]) the patient was discharged in stable condition. It was reported that the death was not related to the device but possibly related to the implant procedure. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).